Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately erratic and inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy issues began on (B)(6) 2015 at 9:30am. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿132, 137, 108, 128 and 133 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. It is not known how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged inaccurate readings. The patient reported that an unknown time after the alleged issues began, her ¿hands began to shake¿; a symptom she associated with low blood glucose. The patient claimed she treated herself with candy in response to the symptom. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.